Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) battery is not charging. There was no patient involved.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6(component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: h6 (medical device problem code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power supply and the power on cable assembly. All functional and applicable tests were performed.